Event description:
An a 1059 mayfield modified skull clamp was involved in an incident which was described as follows: "after applying the skull clamp to the patient during pinning, the doctor found the lock on the skull clamp to be tight and difficult to lock. He had to use excessive force to lock the skull clamp causing the clamp to slip and cause a laceration to the patient. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.